Manufacturer narrative:
(B)(4). Date sent: 8/19/2025. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows only a malformed clip. The image is not clear to determine the failure mode. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device c9dj5c_el5ml batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy the el5ml didn¿t form to completed clip, even surgeon tried to forced handle. The other clip can complete formed at the same area. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 8/13/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.